Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was not returned to animas. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects were noted. A fill, force and leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the patient contacted animas stating that he experienced a blood glucose (bg) value of 500mg/dl with extreme thirst. The patient reportedly did not test for ketones. It was noted that for weeks the pump was emitting several occlusion alarms and the patient stated that when trying to address the alarms, he experienced the bg event noted above. The patient reportedly was using expired cartridges and there was reportedly a lump at the patient's site. The patient stated that he was able to perform the rewind, prime and load steps on the pump and that there were no issues with insulin delivery through the tubing. Customer support (cs) reviewed the pump history and noted several occlusion alarms and cancelled boluses. Cs advised the patient to rotate the site, to seek assistance by the heath care provider (hcp) to adjust pump settings and to not reuse expired cartridges. There was no indication of a device malfunction. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg event because the patient was using expired supplies and was not rotating the site.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.